Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, and minor scratches on the display window.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons were unresponsive and the numbers were scrolling on the insulin pump. Customer was unable to bolus as a result of the keypad anomaly. It was also found a battery replacement could not resolve the issue. Customer's blood glucose was 114 mg/dl. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.